Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. A sharp corner in the cam slot of the firing link could have caused the instrument to feel difficult to fire.

Event description:
During a lung volume reduction procedure, the instrument fired an incomplete staple lines. The surgeon applied another device. The hosp reported that no pt injury had occurred.